Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4)

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received, it would be processed and considered accordingly. Product ID: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2012; product ID: 407652 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified via online search indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.